Event description:
Contact called to request information about peritonitis infections regarding candida parapsilosis. He stated that two patients from seperate clinics have acquired this type of peritonitis around the same time. One has been on peritoneal dialysis for five years and the other has also been on peritoneal dialysis for several years. No further information is available at this time.